Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during drain 2 was not confirmed due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The care giver (cg) stated that one of the bags appeared to be leaking but he couldn't tell which one. The home patient (hp) would continue this dwell and possibly do a manual exchange or dwell until tomorrow's therapy. The hp has ended therapy for now. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient (hp) stated that the cause of the leak was unknown. The hp was not sure what bag was leaking. The hp finished therapy the next morning with new supplies. The hp did not notify her nurse. Per the hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. No further information was provided.